Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed fault 41 (patient temperature sensor failure) was not confirmed during the functional test but was confirmed during the archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Upon visual inspection, observed a cracked front enclosure, which is unrelated to the reported complaint. The observed physical damage is likely attributed to mishandling such as a drop. The front enclosure needs to be replaced to address the physical damage. Also, unrelated to the reported complaint, a hole on the load plate cover was observed that affected the watertight seal, likely attributed to user mishandling. The load plate cover needs to be replaced to address the observed physical damage. The autopulse platform was manufactured in 2015 and it is more than 8 years old, past its expected serviceable life of 5 years. The archive data review indicated fault 41, thus confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error and the reported complaint could not be reproduced. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. Nevertheless, the temperature sensor needs to be replaced as a preventive precautionary measure. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn 41430.

Event description:
During the shift check, the autopulse platform (sn (B)(6)) displays a fault 41 (patient temperature sensor failure) message. No patient involvement.